Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms. The customer stated that the motor error alarms have caused high blood glucose levels that she treated with the device and with manual injections. The customer reported that the most recent motor error alarm occurred during basal delivery. The customer confirmed that the insulin pump had been exposed to high magnetic fields during MRI and catscan. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.